Event description:
Procedure: robotic lobectomy. According to the reporter: the customer reports that after 20 seconds of clamping on the bronchus, the surgeon unlocked the safety button and during first firing to staple, the stapling did not perform well. The device made a cracking noise and got stuck. The surgeon pulled back the blade to open the device, but noticed that the upper lobe bronchus was torn as the staples were not shut properly and some not all. The surgeon had to convert the intervention to an open surgery with thoracotomy to complete the surgery. The tissue damage was repaired by bronchoplasty and the bronchus was closed with an intercostal flap. According to the customer, the sulu was responsible for the tearing of the bronchus. It was reported that the stapler did not encounter calcifications or other obstacles in the pt tissue. No reinforcement material was used in conjunction with the stapling device. Pt status: the pt is in a stable state and was in the intensive care unit at least follow up.

Manufacturer narrative:
(B)(4).